Manufacturer narrative:
Integra has performed a thorough review of the reported incident. There was no product received back, and no lot number identified, as such a DHR review could not be performed. At the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. With the information provided a root cause could not be determined, as there is no way to reliably determine why the reported condition occurred.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A (B)(6) patient reported that she had an unspecified surgery on (B)(6) 2019 in which duraseal was used. She has had multiple magnetic resonance imagings (mris) post surgery and the surgeon has found a "glue mass" that formed inside her body. The patient stated she has spoken with her surgeon multiple times and wanted the duraseal removed but the surgeon would not remove the product. The patient reported that her pain has become worse since the surgery. She was having intense nerve pain on her spinal cord. Additional information was received on 03may2019 with the following: information from operative notes indicated that prior to dural closure, morphine and clonidine were injected into the intrathecal space to assist with pain control. Valsalva maneuver to 40 mmhg was performed to ensure that there was no active cerebrospinal fluid (csf) leak. The dural opening was then covered using duraseal. Hemostasis was again obtained using bipolar cautery as well as floseal packing with a cottonoid. To this point in the operation, there were no neuromonitoring changes. The patient reported that the mass was discovered one and a half weeks after surgery as symptoms progressed and it was seen on MRI; the surgeon told the patient ¿it was just glue¿. The patient reported she was 14 weeks post surgery and still had a mass that was tethering her spinal cord to her lamina, making it impossible to stand and walk for any period of time. The patient stated she was told by her surgeon that ¿a lot¿ of duraseal was used and was advised that it would be gone at 12 weeks. The patient reported her pain level being 10 out of 10. She stated that she was watching the mass closely for another two weeks before scheduling a revision surgery. The mass has reduced in size by about one third (1/3) over 14 weeks. It has gone from completely compressing her thecal sack to sitting on it and it¿s adhesive properties were making any movement excruciating. She stated that the glue completely displaced her nerves from l4/l5 down.